Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the er320, from a fdc16 lap kit, the clips were not forming correctly. They were only clipping 1/2 way. Another device was used to complete the case. There was no consequence to the pt. The device was discarded.